Manufacturer narrative:
The patient reported good pain relief while using the nalu system, including reduction of pain to 0/10. There are no allegations of system or component failure. The system was in place for approximately six months before being explanted, indicating that the development of infection is unlikely to be related to the device itself and more likely to be related to the skin tear that occurred while patient was sleeping. The adhesive clips are not intended to be forcefully removed from the skin.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. Patient reported that the external adhesive clip was forcefully removed from the skin while the patient was asleep, causing trauma to the skin. Patient reported the incident approximately two weeks after the event and was evaluated by the implanting physician. The physician suspected infection was developing at the site of the skin tear and elected to explant the nalu system to allow full healing. Explant was performed on (B)(6) 2024.